Event description:
The physician who removed the device reported this complaint. The physician stated that the patient had an eroded device with erythema, contraction, pain, and infection.

Manufacturer narrative:
The physician that explanted the device reported this complaint. The patient's medical records were provided for review from the physician that implanted the device and the physician that explanted the device. Possible risks, complications, alternatives, including no surgery, and benefits were all explained verbally and in writing to the patient in full detail. The patient decided to proceed with the surgery. The patient had the device implanted on (B)(6)2018. The patient tolerated the procedure well with no complications. On (B)(6) 2018, the patient returned for his first post-operative appointment. The patient stated he was doing well. The dressings were removed, and the wound was clean and dry. The physician noted the device was well positioned. On (B)(6) 2018, the patient returned for his second post-operative appointment. The patient stated he was slightly sore. The dressings were removed, and the wound was clean and dry. On (B)(6) 2018, the patient returned for his third post-operative appointment. The drain was removed, which the patient tolerated well. The patient was provided with the post-operative instructions and told to follow up as needed. On (B)(6) 2025, the patient presented to the explanting physician's office. The patient had engaged in sexual activity before the onset of the event. The patient stated he developed swelling and went to the emergency department and was given antibiotics for cellulitis and the swelling was resolved. At a later unspecified time, the patient redeveloped swelling and checked under the foreskin and found a 'blister'. The patient returned to the emergency department and was given clindamycin and had been draining a light tan colored, foul smelling fluid from the wound. Upon examination, the physician stated the infrapubic region and scrotum were mildly edematous. The physician also stated that the was a tongue of granulation tissue emerging from behind the edge of the foreskin on the right dorsolateral aspect. The patient and physician agreed to remove the device the following day. The patient elected not to complete extensive capsule excision, which he was informed that may result in severe contraction. On (B)(6) 2025, the patient had the device removed. There was a hole on the ventral lateral distal side of the penis. There was a suture in the area which may have been what triggered the erosion process. The patient tolerated the procedure well. The device was cultured after removal, and it was noted that the aerobic culture contained a rare staphylococcus species (coagulase negative (a)). The gram stain showed rare white and red blood cells, with no organisms. Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant one is: -"temporary reactions, swelling and/or erythema", "extended penile or scrotal pain and discomfort", "penile shortening", "penile retraction in erect and flaccid states", "erosion of silicone block requiring removal", "infection or erosion of silicone block requiring removal", and "cutaneous hypersensitivity reaction" may occur. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Risk of erosion is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Pain is a common and anticipated event in any surgical procedure. Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, contracture, infection, penile skin ulcer and decreased penile girth as an anticipated adverse event. Implant erosion and extrusion/perforation are listed as potential anticipated device deficiency. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Shortening and loss of sensation were not reasons listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program.